Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing blood glucose of 62 to 600 mg/dl. Customer's mother stated it was difficult to keep the infusion set and sensor on the customer. Customer's mother declined troubleshooting. Customer's mother reported the customer was hospitalized for diabetic ketoacidosis. Customer was vomiting and lethargic when they got him to the hospital. Customer was diagnosed with a staff infection. Customer was on antibiotics. No further information reported.